Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and significant reduction of irido-corneal angles. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found optic deformed, haptic torn/broken/bent/deformed and stretched out to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).